Event description:
It was reported that a connector issue occurred, resulting in an aborted procedure. The ce ilab system was selected for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter could not be connected successfully, and it was found that the ilab motor drive unit connector needle was fractured. The procedure was not completed due to this issue and was rescheduled. The patient was stable, and no complications were reported.